Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the cartridge to address the occlusion. The customer's blood glucose level reached 595 mg/dl and was addressed by administering a correction bolus. The customer indicated that the reason for the elevated bg was likely due to the occlusion alarm. Customer also stated that when the cartridge was changed, the customer did not prime the tubing enough to remove any possible air from the tubing. Upon follow up, the customer's bg had decreased to 155 mg/dl.